Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify external ram crc error alarm, unexpected restart alarm, low reservoir alarm anomaly, low battery alarm and delivery anomaly due to blank display. The insulin pump had scratched display window.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 116 mg/dl at the time of the call. The customer stated the insulin pump was exposed to insulin from a reservoir leak. The customer noted having an unexpected restart alarm and external ram crc error. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.